Event description:
Clinical report states the patient was revised because of continuation of infection. Update: (B)(6) 2012- litigation papers received. In addition to pain, the patient suffers from pain and discomfort. The MDR decision has been reversed and all products have been reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.